Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station cmctrspx01 biometric identifier scanner was not functioning normally, requiring every respiratory therapist to log in manually and additionally requiring a witness to log in and delayed the neb treatments. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) had remoted in and verified that the biometric identification system was fully functional. Troubleshooting was performed and the issue was resolved. While onsite, the login process was tested with the customer and proper operation was confirmed. The station was power cycled as a precaution. The system functioned as intended after the field service engineer repaired the device.